Event description:
Procedure: liver resection, patient sex: unk. According to the reporter: during a laparoscopic lobectomy of the liver, surgeon used the dlu, he squeezed the handle of the body, and fired. But, he could not clear stapling. After firing, bleeding was very severe. Some of the staples did not form the proper b-shape, so the surgeon did additional suturing.